Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the care station 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on 05/10/2017. The gehc internal field modification number is (B)(4). Device problem already known, no evaluation necessary.

Event description:
The hospital reported that, expected co2 reading should be between 2.1% to 2.6%, but the reading shown was around 5.5% to 5.6%. There was no reported patient injury.